Event description:
It was reported that during box change, the df-1 connector was found fractured. The lead was explanted and discarded.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.